Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set multiple times. Infusion set cannula was not kinked and tubing was not blocked. After last change of infusion set, alarms cleared. As the event occurred in the past, troubleshooting was not performed. Customer's blood glucose was 216-360 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.